Manufacturer narrative:
(B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a rx locking device and biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant when using a rat tooth forceps the sponge detached from the biopsy cap detached and was lodge inside the working channel of the scope. The sponge was successfully removed from the scope channel using a pediatric forceps. However the physician had to use another scope and used the same biopsy cap to complete the procedure. There was no serious injury nor adverse patient effects reported as a result of this event.